Event description:
It was reported that the device was unable to be paired with the patient's phone due to an alleged bluetooth (ble) issue on the device. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the device bluetooth was not turned on prior to attempting to pair with the app, so the bluetooth was turned on to resolve the event.